Manufacturer narrative:
Concomitant products: ddbb2d1 ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. It also indicated an r-wave amplitude measurement issue, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes. The r-wave was noted to be diminishing and the patient's t-wave was noted to be big. The alarms were programmed off and the plan is to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.